Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-30592; 2017865-2021-30593. It was reported that the patient presented with redness around the pacer incision site. It was noted that upon examination the incision site had opened and the pacing leads could be seen. An infection was confirmed and erosion was seen. Cultures were positive for pseudomonas. The system was explanted. The patient was stable before, during and after the procedure.